Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a pairing failure when attempting to connect a freestyle libre 3 plus sensor to the ilet system, resulting in intermittent communication and a scan error that was resolved after rescanning and initiating the sensor warmup, after which blood glucose values displayed normally. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure involving the device¿s electrical and magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.